Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited loss of sensing. The lead was capped and replaced. This is in reference to correction on MDR 2017865-2014-01800 submitted on (B)(4) 2014.